Event description:
Noise was identified on the rv lead. The pace/sense portion of this lead was capped and replaced with a pacing lead. This is all of the available information at this time. If additional information becomes available, this event will be updated.